Event description:
It was reported that a question was received asking if, as a device approaches elective replacement indicator (eri), there is an increased chance of evoked response undersensing leading to capture management programming changes which could accelerate eri to happen sooner than expected. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.